Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter phone: (B)(6). B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a balloon rupture occurred. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon liquid leakage was found when the pressure of the balloon was less than 10 atmospheres. After the pressure was removed, the balloon was removed of the body, and the balloon was expanded with a pressure pump, and it was found that there were three small holes leaking liquid from the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein. The balloon ruptured upon first inflation for 10 seconds. The device was simply pulled out.

Manufacturer narrative:
A2 - age at time of event: 18 years or older . E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon liquid leakage was found when the pressure of the balloon was less than 10 atmospheres. After the pressure was removed, the balloon was removed of the body, and the balloon was expanded with a pressure pump, and it was found that there were three small holes leaking liquid from the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.